Event description:
Rep stated pt was on lovenox therapy for deep vein thrombosis. Therapy was stopped for bilateral deep brain lead implantation. Initial stage implant took place and was wonderful and uneventful. Post-op CT scan was fine. Approximately 48 hours post-implant lovenox was started. Pt was discharged home. Attendant from home health care agency went to pt's house where pt was found with increased blood pressure. Pt requested attendant to call 911. Pt was taken to hosp where a CT scan was taken and a small bleed was noted. Pt was moved to another facility where another CT scan was done and a large bleed in the brain was noted. It is unconfirmed whether the bleed was at the lead site. Pt expired the next day. MFR rep noted pt's liver was not harvested due to blood clotting issues, labs were good and blood was clear. No report of device explantation.